Event description:
It was reported that the user experienced hypoglycemia events, including an episode at a grocery store where a low-glucose alert was received and the user became disoriented, in the context of persistent dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet and reported overnight lows; troubleshooting included review of recent data showing connectivity instability, education on maintaining continuous sensor-to-ilet connection, and advice to replace the sensor, and the user requested additional training and diet guidance. Symptoms included hyperglycemia, hypoglycemia, and associated disorientation. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included technical support review, user education, and assignment for additional training. Investigation of this case revealed intermittent cgm-to-pump communication loss contributing to reduced automated insulin dosing performance. It was concluded that the event involved hypoglycemia with contributing cgm signal loss, with user counseled on sensor replacement and connectivity practices. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.